Event description:
Customer reported encountering cartridge alarm 20 on multiple dates. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, with updated software, and provided detailed instructions for returning the faulty pump. The customer acknowledged all instructions and confirmed they would continue using the current pump until the replacement arrives.